Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that during extracorporeal membrane oxygenation (ECMO) treatment, a leakage was observed from a crack on the female luer. From the reported information there are no indications of serious injury to the patient or user as a result of this incident